Event description:
It was reported that the patient's lead was extruding from the neck site near the strain relief area. Reporter stated the lead was poking through the skin and was visible, but the site was not infected. Per physician, the lead appeared to be intact and patient was doing well clinically. No trauma or manipulation or medication changes occurred that is believed to have contributed to the extrusion. The site of the extrusion was bandaged by the physician and the patient then underwent surgery on (B) (6) 2010. During surgery, the lead was sterilized and put back in place and the patient was stitched up. The patient was then started on antibiotics as a preventative measure, though there was no sign of infection. Per the physician, the cause of the extrusion is unknown and may just be due to the patient's body reacting to the implant. Diagnostics were taken during surgery and were all within normal limits.